Event description:
A nurse reported that after implantation of an intraocular lens (iol) a torn haptic was noted. The lens was removed from the eye during the same procedure with widening of the surgical incision. The nurse stated the damage may have been caused by the loading process. Add'l training has been provided to the staff on lens loading.